Event description:
When inserting the device the physician encountered resistance. The physician continued to push and twist the device as he tried to advance it into the vessel and then noticed that the distal sheath had separated from the anchor. The device was removed, a 6f sheath inserted and a snare used to pull out the device sheath that was inside the vessel. The device sheath was removed successfully and a second device was successfully used to access the femoral artery. The pt was successfully treated with "minimal effect to the groin", per the arstasis rep who attended the case. The pt recovered without further incident.

Manufacturer narrative:
The device was returned for exam. The exam confirmed that the sheath was separated from the anchor at the corewire, which is consistent with the event description. The description of the event suggests that excessive force was used to insert the device. Step 8 of the precaution section of the instructions for use cautions the operator to "avoid excessive rotation, bending or kinking of the device during insertion and removal as this may cause damage..." The operator was retrained.